Event description:
It was reported to technical services on 12/21/12 that there is noise on this ra lead. This was reported by dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).